Event description:
Customer reported no reactivity with vra128 cells 3 and 6 and a patient later confirmed to have an anti-e present in their plasma. The initial antibody screen was positive (1+) with cell 2. The customer then tested the sample against vra128 and stated that no reactivity was observed. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.